Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s daughter stated the patient uses the cgm because she has pancreatic cancer and also has issues getting sufficient blood from her fingers to do fingerstick bg testing. The patient¿s daughter stated that on (B)(6) 2020, the patient¿s cgm reading was 159 mg/dl; she was given a sliding scale dose of 8 units of insulin for that value. Sometime later, her sister was speaking with the patient, who told her that the cgm was reading 49 mg/dl and she felt sweaty. When the sister arrived at the patient¿s house 10 minutes later, the patient was not answering the sister and was in a diabetic coma, so the sister called 911 and another sibling called the reporter. They did not notice any alarm at the time and felt that the earlier value of 159 mg/dl had been inaccurate. She stated that ems did not check a bg on arrival because they were more concerned with the patient¿s breathing, which she described as gasping. She is not sure if they checked a bg later as the patient was already loaded into the ambulance rig and not visible to her. She stated that during transport the ambulance stopped along the way so the driver and their partner could switch places and start an IV to give IV glucose. At the hospital a fingerstick bg was 89 mg/dl while the cgm was again at 159 mg/dl; the hospital was initially checking her bg every 15 to 30 minutes. While the patient was in the hospital, only the reporter¿s sister was allowed in with her, so the reporter explained to her how to calibrate. The sensor was calibrated using the bg of 89 mg/dl. Half an hour later when they re-tested, the bg was 71 mg/dl but the cgm was reading 117 mg/dl. After about an hour and a half the patient started coming out of the coma and was in and out of alertness. Her glucose kept plummeting and then going high repeatedly and they had a hard time keeping it in range. Despite the inaccuracies the sensor was left in place for the full 10-day session and removed on (B)(6) 2020, as the hospital nurses told the family that they were not allowed to touch or remove it. The reporter stated that no one checked the cgm readings further during the hospitalization. The patient was released from the hospital (B)(6) 2020 and was doing fine then. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.